Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation by omsc the following was confirmed, - there was the scratch inside the suction cylinder. - there were the scratches on the boot, the insertion section and the objective lens. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the suction channel of the subject device tested positive for citrobactor freundii. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 using peracetic acid. Other detailed information such as the number of microbes was not provided. There was no report of infection associated with this report.